Event description:
Attempts to the treating ent physician for further information have been unsuccessful as the physician has moved away, and the new office does not have any patient records and cannot provide any information.

Event description:
The patient's surgeon reported to the manufacturer that he was not certain the patient's vocal cord problem was due to the vns implant surgery, and requested the manufacturer follow up with the ent physician. Attempts are in progress to the ent physician for further information.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a patient developed vocal cord paralysis following initial vns implant surgery on (B)(6) 2010. The patient also had trouble swallowing liquids, but not solids. A swallow study was completed on (B)(6) 2010, which showed some problems swallowing thin fluids only. On (B)(6) 2010, the vns was turned on to 0.25ma, and the patient appeared to tolerate the stimulation. The vocal cords were noted at the time to be normal per the swallow study. The patient's swallowing issues have improved by approximately 80% since (B)(6) 2010. The patient recently underwent replacement of the vns generator and lead due to high lead impedance, which was previously reported via MDR #1644487-2012-02083. The explanted vns generator and lead have been returned for analysis, and the analysis finding will be reported via MDR #1644487-2012-02083. Attempts for further information regarding the vocal cord paralysis are in progress.